Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a lower limb angioplasty. It was noticed that during use, the shaft of the armada 18 5.5 x 100 mm broke, however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 not labeled. Internal file number - (B)(4). Correction: concomitant medical products/ device evaluated by MFR - device return status. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported experience. The investigation determined the reported difficulty to remove and balloon separation/detachment appear to be related to the operational circumstances of the procedure. Based on the reported information, there was resistance during retraction against the heavily calcified anatomy. Manipulation of the device against resistance resulted in the balloon separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, it was stated that there was resistance during withdrawal with the heavily calcified lesion and that is when the shaft broke in two pieces. A portion of the shaft was attached to the introductory 6f distal portion and the other was outside of the anatomy. Both pieces were successfully removed together through the introducer sheath. The procedure was completed by re-inserting the introducer sheath over the guide wire that remained at the access site. Another non-abbott balloon was used to successfully complete the procedure. No additional information was provided.